Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not filling the cartridge properly. Tandem customer technical support educated the customer to properly fill the cartridge. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.